Manufacturer narrative:
Concomitant medical product: unk protack unknown protack lot number: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an epigastric hernia. It was reported that after the implant, the patient experienced adhesions, serosal tears, mesh erosion, pain, small bowel obstruction, and recurrence. Post-operative patient treatment included removal of mesh, hernia repair with new mesh, some tacks removed, bilateral myocutaneous advancement flaps with right posterior component separation, transversus abdominis release, serosal tear repaired, and lysis of adhesions.